Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months. Device not returned for evaluation. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was diagnosed with acid-fast bacilli (afb) in (B)(6) 2015. The patient underwent several incision and drainage (I&d's) of mediastinum and had a wound vac in place for months in addition to IV antibiotic usage. It was reported that the patient chose to stop IV antibiotics and moved to hospice care when the infection moved to the patient's blood in (B)(6) 2016. It is believed that the infection initially was sternal but eventually involved the pump pocket; the driveline site was never affected. It was reported that there were no device issues. On (B)(6) 2016 the patient expired at home on hospice due to sepsis. The device will not be returned for evaluation.

Manufacturer narrative:
No equipment was returned for evaluation. The report of infection and sepsis, and its correlation to the device could not be conclusively determined. The instructions for use lists pump pocket infection and sepsis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.